Manufacturer narrative:
The na electrode lot number is r44. The expiration date was not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) performed periodic maintenance and performed a precision test successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 152.8 mmol/l. The customer questioned the high result and repeated the sample. The sample was repeated on another line on the same analyzer and the result was 144.4 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.